Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was abnormal impedance of 10,000 o or greater in combination with 1c and 2b. Adaptive dbs (adbs) was in use, but only the sensing was functioning. The remaining battery level was 70%, but the projected battery life had suddenly shortened to within a year (suspected malfunction in predicting battery life). Stimulation voltage (v) r: 3.8 ma-3.0 ma-2.7 ma l: 3.6 ma-2.7 ma-2.3 ma. Pulse. Width (¿s) 90. Rate (hz/pps) 145. Unipolar. +electrode number set. Case -electrode number of the settings 10·2. Daily usage time (hrs/day) 24. The patient has an appointment with the physician scheduled for november 9th. Additional information was received from the manufacturer representative(rep) reporting that high impedance was observed in some of the sensing electrodes (#1 electrode). Monopolar 0 -1184, 1a - 2266, 1b - 2186, 1c - >5k, 2a - 2683, 2b - >5k, 2c - 2441, 3 -1282. Sensing seems to be working but adbs was not functioning. The doctor was aware that local field potential (lfp) was being obtained because it was recorded with little or no variation in lfp. The cause of the high impedance and abnormal depletion determined was not determined. No additional information was available following the patient's visit.

Event description:
It was reported that there was abnormal impedance of 10,000 o or greater in combination with 1c and 2b a dbs is in use, but only the sensing is functioning. The remaining battery level is 70%, but the projected battery life has suddenly shortened to within a year. Stimulation voltage (v) r: 3.8 ma-3.0 ma-2.7 ma l: 3.6 ma-2.7 ma-2.3 ma. Pulse. Width(s) 90. Rate (hz/pps) 145. Unipolar. +electrode number set. Case -electrode number of the settings 10·2. Daily usage time (hrs/day) 24. The patient has an appointment with the physician scheduled for november 9th.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.